Event description:
It was reported that stent damage occurred. Prior to the procedure, a stent had already been implanted in the proximal left anterior descending artery (lad). Vascular access was obtained via the right radial artery. The 80% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified lad. A 38 x 2.50mm promus premier select drug-eluting stent (des) was advanced for placement distal to the previously implanted stent. However, the device failed to pass calcification. Pre-dilation was performed with a 15 x 2.50mm non-boston scientific balloon catheter and the access was changed to the femoral artery. The same promus premier select des was advanced assisted by a guide extension catheter but still failed to pass the calcification and the previously implanted stent. The device was removed and the stent was found to be damaged. Another 38 x 2.50mm promus premier select des was advanced using a guide extension catheter but still failed to reach the lesion. The procedure was aborted. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with a mid-section strut lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Prior to the procedure, a stent had already been implanted in the proximal left anterior descending artery (lad). Vascular access was obtained via the right radial artery. The 80% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified lad. A 38 x 2.50mm promus premier select drug-eluting stent (des) was advanced for placement distal to the previously implanted stent. However, the device failed to pass calcification. Pre-dilation was performed with a 15 x 2.50mm non-boston scientific balloon catheter and the access was changed to the femoral artery. The same promus premier select des was advanced assisted by a guide extension catheter but still failed to pass the calcification and the previously implanted stent. The device was removed and the stent was found to be damaged. Another 38 x 2.50mm promus premier select des was advanced using a guide extension catheter but still failed to reach the lesion. The procedure was aborted. No patient complications were reported and the patient was stable.